Event description:
The customer reported the surgeon inserted the aa4203tl silicone single piece lens and discovered the posterior capsule had been torn. The lens was removed without enlarging the incision and a three piece lens was implanted. No sutures. The reporter stated that the surgeon switched to a different type of lens due to the condition of the eye and it is uncertain if the capsule tore during insertion or phacoemulsification.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric. (B)(4) evaluation codes method (other) - lens work order search and medical review results (other) visual inspection of the returned product showed evidence of a clear surgical residue, however, there was no visible damage to the lens. Check both sides of the optic/haptic for rough/sharp edges and edges were found to be acceptable. A lens work order search was performed and there were no similar complaints found within the work order. Medical review - review of the complaint file indicates that the surgeon noted a posterior capsular tear after inserting the iol lens. The lens was removed and a three piece iol lens was inserted to address the issue. No vitrectomy was performed. The reporter stated the lens exchange was due to the patient's prior condition. Surgical techniques (such as capsulorrhexis and phacoemulsification) and patient's condition such as capsule dehiscence, degeneration, mature cataract, weak zonules and bag, diabetes, and post uveitic synechiae change could contribute to a posterior capsular tear. Given the above information, it is likely that the patient's condition attributed to the event. Conclusion (other): based on the complaint information, lens work order search, product evaluation and medical review, we were unable to determine a specific root cause of the event. (B)(4).

Manufacturer narrative:
Correction - medical review - the lens was exchanged due to the condition of the patient's eye. A review of the device history record was performed and nothing was found in the manufacturing process of this lens that was the root cause of the complaint. Based on the complaint history, work order search, medical review, device history record review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).